Manufacturer narrative:
Product complaint # (B)(4). Visual inspection of the returned device showed that the distal tip was fractured. The instrument was sent to fracture analysis for further evaluation. An optical image of the broken tip found the pattern of fracture does not indicate a probable cause of failure. As a result, no conclusions can be made regarding the type of fracture the driver underwent. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. The root cause cannot be determined. The patterns of fracture do not indicate a probable cause of failure. As a result, no conclusions can be made regarding the type of fracture the driver underwent. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon tried to final tighten sfx crosslink using torque limiting driver. When surgeon further tighten until 'tick' sound to be heard but the sound cannot be heard yet the tip of the driver broke apart and left inside the nut of crosslink. Surgeon has tried to change the shaft and attached with same torque limiting however it showed the same results - all tips of shaft broke apart. At the end, the surgeon decided to take out the rod and crosslink and replace new pieces as the tips left inside and doesn't allow to further tighten. Patient consequence? :yes. Patient consequence description:this is scoliosis patient and posterior spine fusion is very crucial. Failed to final tighten the crosslink might lead to failure in fusion rate as unable to uphold spine and will further compress the lung. This will endanger patient's life. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.

Manufacturer narrative:
Product complaint # (B)(4). Device was received at the investigation site. An investigation will be conducted. A follow up will be filed with the investigation results.